Manufacturer narrative:
Concomitant medical products: 500ml braun bag, lot: j9l190, exp: 03/22, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV tubing spike broke off in IV bag when rn attempted to spike the IV bag. There was no patient harm. Although requested, patient demographics were not provided.

Manufacturer narrative:
Section; b.5. (Event description - patient/event information clarified). ************************************************************************** the customer¿s report that the tubing spike broke off in IV bag was confirmed based on inspection it was observed that the drip chamber spike tip was broken off with the broken off spike tip piece lodged within the infusion bag port. The infusion bag port was not pierced fully. Further inspection of the damaged spike surface observed the breakage to be rough and uneven. The infusion bag's port opening was observed to very firm and rigid with minimal flexibility. This may have facilitated the observed breakage. Visual inspection observed the spike tip of the drip chamber was broken off and the broken off spike tip. No other obvious damage or issue was observed. The root cause of the external lateral force was not identified.

Event description:
It was reported that the IV tubing spike broke off in the IV bag when the nurse attempted to spike the IV bag. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Patient demographics were requested but not provided.